Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional observations of inner tubing kinked/buckled and damaged at implant. The analyst commented that the spacing of the exposed defib coil filars is within the specification of 0.050 inch.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the coils were spread apart further than normal at the distal right ventricular (rv) coil. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.